Event description:
Used icy hot patch...got very hot... Removed before time was up...red mark - burn- on neck that was irritated for about one week. Dose or amount: once, frequency: once, route: top. Dates of use: 30 minutes. Diagnosis: sore neck. Event abated after use stopped: no.